Event description:
The catheter had been in for 1 day when it broke completely at the bifurcation and had to be removed & replaced.

Manufacturer narrative:
Product implicated is a 5 french dual lumen catheter. Returned for eval is the catheter, which is in four pieces. The proximal section (hub only) measures 6.6cm, the second section measures 9.2cm, the third section measures 3.5cm, and the distal section measures 42cm. Lot history review indicates no related component or mfg issues and two product complaints of similar nature. One was recorded as user related and one is pending eval. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the cathter is not secured properly it may migrate or inadvertently be broken".